Event description:
The distributor reported on behalf of the customer, the insertion section was crushed approximately fifteen (15) centimeters on the tracheal intubation fiberscope. No patient harm reported. During the evaluation of the device, it was noted the coating was peeling off the insertion tube. This report is to capture the reportable malfunction of peeled coating on the insertion tube noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The insertion part tube was crushed due to an external factor. There were wrinkles in the insertion part due to external factors. Watertightness was not maintained due to holes in the insertion part tube due to external factors. Watertightness was not maintained due to holes in the curved rubber caused by external factors. The bending angle was insufficient due to the elongation of the angle wire. There were scratches on the operation part, eyepiece, grip, angle lever, up/down plate, and vent under the grip due to external factors. There were scratches on the light guide cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to initial medwatch. The aware date should be 06-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress of repeated use, external factors, or handling. It is recommend that the user instruct the method of handling regarding usage environment, etc. Olympus will continue to monitor field performance for this device.